Event description:
It was reported that the patient neglected to recharge and there was battery depletion and the battery died. A power on reset (por) was reported. No diagnostic testing or troubleshooting was performed. As a result of the battery dying the patient experienced a return of leg pain due to their inability to use their device. The patient was not able to recharge normally and was not receiving effective therapy. The patient looked for their recharger and scheduled an appointment on (B)(6). It was noted the manufacturer¿s representative (rep) was unable to complete a physician mode recharge (pmr) and the patient was unable to receive effective therapy at that time. The manufacturer¿s representative (rep) met with the patient on (B)(6). Several physician mode recharges, four full, were completed but they did not restart the implantable neurostimulator (ins). The patient reported it had been two years or more since she had used or charged her device. The patient couldn¿t recharge was not receiving effective therapy. The rep. And patient discussed a possible replacement but the patient was concerned with the cost. The rep. Was not aware of the patient¿s leg pain returning as it was not discussed at the appointment. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).